Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2013; d314drm implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead failed to defibrillate. The lead was explanted and replaced. No patient complications have been reported as a result of this event.